Event description:
An optometrist reported pt with "over responded cylinder" at five month photorefractive keratectomy (prk) post-operative visit. At visit pt complained of blurry vision. Additional information has been requested. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).